Manufacturer narrative:
B3: date is unknown, so estimated date was entered. D10: concomitant product UDI for balloon is (B)(4). Concomitant product UDI for pump is (B)(4). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Pain is acknowledged within the dfu and are not related to off label use or failure to follow instructions. The dfu provides guidance and instruction to achieve successful ams 800 implantation and to prevent tissue damage related symptoms. Recurrent incontinence and positional incontinence are acknowledged within the dfu and are not related to off label use or failure to follow instructions. The dfu provides guidance and instruction to achieve successful ams 800 implantation and to prevent altered therapeutic response. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that a patient with an artificial urinary sphincter (aus) implant device was experiencing incontinence when they were in a standing position and sitting position. The patient explained this after their second aus implant surgery because they felt that they were experiencing more incontinence now. The patient was experiencing pain in their perineum, that they feel all the tubing in their perineum, and that they leak all the time. The patient explains they had not felt any tubing with their first aus implant device prior. The patient had a magnetic resonance image (MRI) ordered by their physician to make sure the aus device was in the correct place. There were no further signs or symptoms reported.

Event description:
It was reported that the patient's artificial urinary sphincter (aus) implant device was leaking when they were in a standing position and sitting position. The patient explained after their second aus implant surgery, they feel they were leaking more now. The patient was experiencing pain in their perineum, that they feel all the tubing in their perineum, and that they leak all the time. The patient explains they had not felt any tubing with their first aus implant device prior. The patient had a magnetic resonance image (MRI) ordered by their physician to make sure the aus device was in the correct place. There were no further signs or symptoms reported.

Manufacturer narrative:
D10: concomitant product UDI for balloon is (B)(4). D10: concomitant product UDI for pump is (B)(4). H6: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use.